Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10. Visual examination of the returned product identified signs of repeated use (nicked/gouged) and an extension of the impactor has fractured off. Complaint is confirmed with product return. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to wear and tear from repeated use over time. The device has a potential field age of over 10 years and exhibits signs of repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial right total knee arthroplasty, the impactor head fractured while impacting the tibial component. There was no surgical delay or patient impact as a result of the malfunction. It was reported that no further information is available.